Manufacturer narrative:
H.6. Investigation: shipment was not received, due to potentially contaminated samples due to covid-19 concerns . Therefore, bd will not be receiving samples on this complaint. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had a hole in the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: 8345759 it was reported that the customer found a hole in their syringe. Caller reported syringe had a hole in it. It looked like it was burnt. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Cts goodwill replaced syringe. Caller was able to successfully fill a cartridge. No further follow up is required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had a hole in the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: 8345759. It was reported that the customer found a hole in their syringe. Caller reported syringe had a hole in it. It looked like it was burnt. Number of occurrences - did the caller insert the needle into the cartridge and encounter fill resistance? - no did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Cts goodwill replaced syringe. Caller was able to successfully fill a cartridge. No further follow up is required.